Manufacturer narrative:
User facility report: (B)(4) was received 18jul2024. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient arrived to clinic on (B)(6) 2023 with bend relief to white cable on system controller broken. The system controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the white power cable was unable to be confirmed. The heartmate 3 system controller was not returned for analysis, and no images were submitted for review. Multiple good faith efforts were sent asking what the serial number of the controller is, if log files are available and if the controller would be returned for analysis. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.